Manufacturer narrative:
The pump had an intermittent button response due to a flattened act keypad dome. The pump had a minor scratched lcd window and a cracked case near the display window corners.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the esc button only works if she presses it hard. Customer stated that the pump is a replacement pump that she received about a month ago. Customer reported that the esc button has been hard to push since she received it. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.